Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded that the most likely cause for the reported failure can be attributed to user error, including applying excessive force during use. The complaint allegation was not confirmed, and no evidence of the failure was received.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-8741-40 3.5 mm beveled ft driver broke when inserting the screw and leaving a fragment behind. The surgeon used a hemostat to retrieve the broken piece, which took five minutes. X-ray imaging confirmed that the fragment was successfully removed, and the procedure was completed without further complications. This was discovered during a tailors bunion procedure on (B)(6)2024, with no reported patient harm. Additional information was received on 01/06/2024: the rep confirmed that there was no allegation on the screw.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.